Event description:
This is the first of five reports from one office. The office only returned one of the five clamps for evaluation. They did not remember specific dates or patient details. The dentist called to complain about the quality of ivory clamps. He said that he has had several clamps break over the course of the last two years and has not ever had a problem with them breaking before. He said that they have all broken when placing or removing them. He uses number 5s on first and second molars and the number 8as on second molars. He said no one was injured, just very upsetting when they break like that. He said it happened with 3 of the number 5 clamps and 2 of the number 8a clamps. He said that he uses other ivory clamps, but it has not happened with them.

Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. The dentist said that no one was injured during the incidence. Complaint: broke while in use. Evaluation summary: when reassembled the clamp was deformed indicating manipulation of the clamp far past the point of the normal opening distance for using the clamp. And subsequently the clamp was mechanically stressed to and past the fracturing point of the surgical steel. Also, it is to be noted that there was considerable damage to the jaws of the clamp by a dental drilling/grinding device. Cause of breakage: misuse. Conclusion - overextension and twisting of the clamp breakage of the clamp. Damage to the clamp by drilling tools may have also contributed to the breakage. Due to the aforementioned fact that this was customer misuse, no further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated. Device breakage is addressed in the directions for use. In 2013 label warning was enhanced to increase user awareness of risks to patient.